Event description:
The patient¿s mother reported that on the night of (B)(6) 2025, while the patient was sleeping, the patient began feeling unwell and experienced stomach pain and vomiting after wearing the pod on her leg for an unspecified duration. Leakage was noted, and the pod was replaced; however, the patient¿s symptoms did not improve, and they were taken to the hospital. The mother stated that the patient was not admitted despite a long wait time but was diagnosed with diabetic ketoacidosis. Blood glucose was reported at 367 mg/dl. The mother also noted that they had previously experienced connection issues between the omnipod and the glucose monitoring device and attributed the current situation to those prior issues. According to the reporter, no treatment was provided at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.